Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s left ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2021. Patient was recovering post procedure.

Event description:
New information received notes that he patient condition was stable pre, during and post-procedure.